Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) increased to 513 mg/dl. Customer gave correction injection using multiple daily injections to address the high bg. Customer changed cartridge and infusion set to address the issue.